Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, a significant drop in device battery longevity was observed. In (B)(6) 2019, device has 1.9 years of longevity. The patient has been transmitting quite frequently since (B)(6) 2019 due to af alerts. The device will be monitored on merlin.net until it reaches eri. There is no current plan to replace device. Patient was stable.